Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the undetected 'upstream occlusion' alarm, which was not reproduced. During a physical inspection of the device, cracks were found in an upstream sensor tail pin. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it failed to display the 'upstream occlusion' message when an occlusion was present. There was no pt involvement.